Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during an implant procedure, the right atrial lead helix would not retract and was bent. Because there was no sensing nor capture where the lead was fixed, the lead was capped and replaced. No patient complications have been reported as a result of this event.